Event description:
(B)(4). Same case as MFR report #: 2134265-2010-00515. It was reported that following a drug eluting stenting treatment procedure restenosis occurred. The 75% stenosed target lesion was located in the proximal and mid right coronary artery (rca). The lesion was predilated with an unknown balloon. A 3.00 x 32 mm taxus express2 drug eluting stent (des) and a 3.00 x 20 mm taxus express2 des was implanted to treat the target lesion. Post dilatation was performed with an unknown balloon with 0% residual stenosis noted. A non-target lesion in the proximal left circumflex (lcx) was treated with non-bsc stents and a lesion in the 1st obtuse marginal was treated with balloon angioplasty. The patient was discharged the next day on aspirin and clopidogrel. At 1779 days post index procedure, the patient presented with symptoms of stable angina. The rca was noted as the "mid section of stent in proximal to mid vessel had serial 85-90% stenosis and was very hazy." Stenosis of the proximal rca was also noted. The mid to proximal rca was treated with overlapping 3.5 x 33 mm and 3.5 x 13 mm non-bsc stents. There was a small area in the treated mid section that was not fully expanded. After several post dilatations from 18 atm to 30 atm with an unspecified device, "a small adventitial blush and almost perforation" was noted. A 3.5 x 16 mm and 3.0 x 16 mm non-bsc stent graft was placed. Residual stenosis was 0% in most areas with a 10% residual in a discrete 1 mm area in the mid rca. On an unspecified date, the film was reviewed and a stent fracture (type 4) was identified proximal to the overlapped section. There were no additional patient complications reported.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records for this batch were received and indicate the device met all material, assembly, and performance specification prior to shipment. The most probable root cause classification of operational context. (B)(4). Device not returned for analysis.